Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established, e2401 - insufficient information, f24 - insufficient information correction: date of event, describe event or problem, concomitant med prod data additional information: unique device identifier (UDI)#, medical device serial #, device manufacture date, imdrf annex e,f,b codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an under infusion was not determined because no products or device logs were returned.

Event description:
It was reported there was an under infusion of piperacillin and tazobactam, concentration 3.37 g in 55 ml to be run at 110 ml/hr. The pump indicated the infusion was complete; however, half the IV fluid remained in the bag. This was reported to bd representatives during site visit. There was patient involvement, however no patient harm. A report was received from health canada's canada vigilance program which states, "the alaris pump under infused the patient's antibiotic. Writer hung a piptazo 3.375 (100ml) on secondary line for over 30 mins. Drug library was used. Upon completion, there was about 50ml of abx left in bag".

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion of antibiotics. The pump indicated the infusion was complete; however, half the IV fluid remained in the bag. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.